Event description:
It was reported that pump screen was dark and would not turn on, and pump button was extremely difficult to press and often required multiple presses to activate the screen. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to press button in a specific way and remove pump from case, but difficulty continued, so technical support arranged a warranty replacement pump, instructed customer to let battery fully deplete before return, to use multiple daily injections as backup insulin therapy, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using provided shipping label.